Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
This appears to be a very complex case. Based on the available giec data, an 82-year-old patient received an impella for rescue from cardiogenic shock following tavr in a frail, multimorbid clinical context (including post-CPR status, diabetes, and kidney disease). The interventionalist chose to use the existing 16f tavr access for impella insertion; the contralateral femoral artery was presumably used for peripheral ECMO cannulation. After initial stabilization, the patient rapidly deteriorated upon arrival in the ICU, showing clinical signs consistent with hemorrhagic shock due to bleeding from the impella access site. The complaint concerns this major bleeding event. In retrospect (as also stated by the treating physicians), one possible explanation is a laceration of the femoral artery caused by a valvuloplasty balloon that had not fully collapsed and could not be easily removed. The high peripheral arterial pressure generated by the ECMO may have accelerated bleeding from this lesion. While it is possible that the impella contributed to the bleeding, this appears unlikely. Following surgical repair of the artery and subsequent stabilization on ECMO, the patient survived this extremely complex clinical course. The patient also received blood products to improve hemodynamics.